Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any malfunction or other product condition could have contributed to the patient's infection, ketoacidosis and hospitalization. No qualification and sterilization records were reviewed because no product lot number was reported.

Event description:
The patient's father reported that on (B)(6) 2014 he noticed there was some puss on his son's leg where the pod was worn and his blood glucose was reading between 39 mg/dl to 600+ mg/dl. The pod was then removed and he took him to the emergency room where he was transported to another hospital in an ambulance. Upon arrival he was treated with antibiotics of clindamycin for his site infection. He was also diagnosed for diabetic ketoacidosis. They placed him on an intravenous therapy of saline and gave him a manual injection of insulin (exact dosage was not provided). He was released from the hospital on (B)(6) 2014.